Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was broken, and a cassette error occurred while loading the cassette. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. The complaint was confirmed during the visual inspection and the downstream occlusion (dso) tests. The root cause of the issue was a detached dso seal. Additionally, a damaged dso sensor was found. The dso seal and the dso sensor were replaced. The device was calibrated. All performance verification tests (pvt) tests were performed and the device passed satisfactorily. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.